Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in process. A follow up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product collection. There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing, therefore, no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Terumo bct internal ref # (B)(4). This report is being filed to provide add'l info. Investigation: evaluation and corrective actions are in process. A f/u report will be provided.